Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was lead migration. No further complications were reported/anticipated.